Event description:
The user facility reported that a patient had developed a hematoma above the elbow while using the tr band device.

Manufacturer narrative:
This report is being submitted as follow-up #1 for mfg. Report # 9681834-2015-00075 to provide the return sample evaluation results. The involved device was not returned but a sample from the involved product code/lot number combination was sent to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any anomalies. Dimensions of the velcro tapes and the compression balloons were determined and confirmed to meet manufacturing specifications. The returned sample was injected with 18ml of air. The thickness of the inflated balloons were measured and confirmed to be comparable to that of the current product sample with no anomalies noted. Subsequently, the returned sample was submerged in water with the balloons kept inflated, no air leak was observed. A review of the device history record and product release decision control sheet of the product code/lot# combination confirmed there were not any indications of production related problems or discrepancies in the inspection results. A search of the complaint file found two similar report of this nature with the involved product/lot# combination from the same facility. MDR report numbers 9681834-2015-00076 and 9681834-2015-00077. Although the exact cause for the reported event cannot be definitively determined, there is no evidence that this event was related to a device defect or malfunction. The labeling does address the potential for such an event in the instructions-for-use with statements such as: (1) depending on the patient's condition and the degree of balloon pressure, an adverse event including artery occlusion, hypodermic hematoma, hemorrhage, pain, or numbness may occur. Check the progress of the hemostasis and adjust the air pressure accordingly; and (2) check the progress of hemostasis and adjust the air pressure of the balloon with the tr band inflator or tr band air volume regulator accordingly. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00075 to provide the return sample evaluation results.

Manufacturer narrative:
The actual device has not been received by the manufacturing facility for evaluation. A follow up report will be submitted within 30 days or when the evaluation is complete, whichever comes first. A review of the device manufacturing history record and shipping inspection record of the involved product code/lot # combination confirmed there were no indications of production related problems. A search of the complaint file confirmed two (2) other reports of this nature were received. Please refer to MDR report numbers 9681834-2015-00076 and 9681834-2015-00077. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4). Device not returned.